Event description:
It was reported that after the patient was treated with the ifs femtosecond laser on (B)(6) 2026, the patient experienced striae in the right eye (od). The patient had to return for flap lift, wash and rinse on (B)(6) 2026. No further information was provided. Pachymetry od/left eye (os) = 524/519. Preop best corrected visual acuity (bcva) od = 6/5. Preop bcva os = 6/5. Preop refraction od = s -1.75 c-1.0 s 170. Preop refraction os = s-1.50 c-0.75 a 160. 1 day postop uncorrected visual acuity (ucva) od = 6/5. 1 day postop ucva os = 6/5. 1 post flap lift ucva od = 6/5. 1 post flap lift ucva os = 6/5. Note: this report is for the patient interface. A separate report is being submitted for the ifs femtosecond laser.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable to suspect device. Section d6b: explant date: not applicable to suspect device. Section e1: telephone number: (B)(6). Section e1: email address: unknown, as information was requested but not provided. Section h6: health effect - clinical code: 4581: striae: corneal striae / flap dislocation/ dislodged: corneal flap complications. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.